Manufacturer narrative:
A ge service rep performed an onsite investigation. Hand and foot controls were ordered and provided to the customer for replacement. The system was tested and found to be working as intended, and returned to service.

Event description:
The customer reported that the system intermittently failed to initiate fluoroscopy x-ray attributed to malfunctioned hand and footswitches. There is no report of injury or death associated with this event.